Event description:
During surgery end of #4 penfield broke off while on body. Per surgeon - "in the process of inspecting the s1 nerver root, a dissector was passed into the disc space and became lodged dissector broke at the distal space."